Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/06/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not completed.

Event description:
Customer reported that their autopulse platform (s/n 32(B)(4)794) was displaying user advisory (ua) 41 (patient temperature sensor failure) and ua 45 (not at "home" position after power-on/restart). The customer was unable to clear the user advisory error messages. There was no report of patient involvement. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. A visual inspection of the returned autopulse platform was performed and no physical damage was observed. The platform archive log was reviewed and the customer complains of ua 45 (shaft not at "home" position occurred) and ua 41 (patient temperature sensor failure) error messages were observed on the date of the event of (B)(6) 2016. During functional testing, the autopulse platform displayed ua 45 upon power-up. After rotating the shaft back to the home position, the platform ran for 10 minutes using lrtf (large resuscitation test fixture equivalent to 250 pound patient) without any problem. The platform did not exhibit any error messages. In summary, the reported complaint was confirmed and root cause was due to the drive shaft not at "home" position when the autopulse was powered on. Additionally, although the platform did not display ua 41 during functional testing, temperature sensor was replaced as precautionary measure. The platform passed all final testing criteria.